Manufacturer narrative:
Product event summary evaluation summary (B)(4): the device was returned and analyzed and the customer comments that the unit turned off by itself could not be confirmed. The generator passed all incoming electrical tests and all final quality assurance tests. (B)(4).

Event description:
It was reported the external pulse generator (epg) turned off by itself. The epg was returned for evaluation and repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the external pulse generator (epg) turned off by itself. The epg was returned for evaluation and repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.